Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018; 4674 lead, implanted: (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device feature that discriminates between supraventricular tachycardia (svt) and true ventricular tachyarrhythmias withheld therapy during a ventricular tachycardia (vt) episode was observed on a remote transmission. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.